Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutr-26 (serial: (B)(6) ); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed a valve partially loaded within the capsule. There was a bend to the capsule and two areas of capsule outer layer lifting. The handle appeared intact. The device was received with the capsule partially opened. Significant resistance was noted inserting the stylet and significant resistance was noted when deploying the valve. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with crown deformation and with the valve paddles out of the spindle pockets. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule. There was a bend to the stability shaft. There was a bend to the inner member shaft. There was deformation to the outflow support. A valve could not be loaded onto the device as the capsule guide tube was unable to loaded onto the capsule due to capsule tip flaring. The reported event for unable to deploy could be confirmed in the analysis as there was significant resistance noted when deploying the deformed valve. Conclusion: the subject delivery catheter system (dcs) was returned to medtronic for analysis. Capsule damage may occur due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. Delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous/ patient anatomy. There was a bend to the stability shaft and a bend to the inner member shaft, which is likely to have occurred during device return. A photograph of the valve partially deployed was provided for review. Historically, high forces in the system may result in inability to deploy. The force in the system is a cumulative effect that can be increased by many factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. In this case, it was reported that the patient had a challenging anatomy with a horizontal aorta, however, the physician did not believe the patient anatomy contributed to the event. There is no information to suggest that a failure to meet manufacturing specifications was related to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with a challenging anatomy with a horizontal aorta, the valve was attempted to be deployed twice and little tension was felt on the system. It was not possible to deploy the valve for a third time due to a lot of tension and the physician did not believe the patient anatomy contributed to the event. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were used for a successful implant. No adverse patient effects were reported.